Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010, the plaintiff was implanted with an ams monarc sling mesh to treat urinary problems. The plaintiff's attorney alleged that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, will likely undergo further corrective surgery." The plaintiff's attorney also alleged that the plaintiff suffered "mental anguish, emotional distress, disfigurement," and "disability."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.